Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the distal left anterior descending (lad) artery. The physician attempted to direct stent with a taxus express2 4.0x12mm drug eluting stent but was unable to cross the lesion. The device was removed from the patient and the stent was found to be damaged. The procedure was completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.